Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation, however, the log files for the occurrence date of 26-apr-2021 were not listed. Therefore, a log file review could not be performed. The drill used in this case was returned. Visual and functional evaluations were performed and found no abnormalities related to the reported ¿system error¿ message, either. Because a screenshot/log file review could not be conducted, it is unknown what ¿system error¿ was displayed to the user after troubleshooting the calibration error messages. Although the reported ¿system error¿ message could not be confirmed, possible contributing factors could be an intermittent wiring issue within the drill, or a software-related issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, in a cori-assisted surgery, the bur was going to be switched to a 6mm bur for the burring of the tibia and multiple calibration errors messages ((B)(4)). After troubleshooting these errors, the real intelligence cori system displayed a "system error" message ((B)(4)). This process happened a few times before the calibration was achieved. When the burring was resumed, a handpiece disconnect error message was displayed. The case was exited, the robotic drill was unplugged and plugged back in, the case was entered and the disconnect error was displayed again. Each time the calibration step was passed, the bur was outside the suction guard and was not retracted ((B)(4)). The procedure was finished with a smith and nephew back up device and without any significant delays (fewer than 30 minutes). No patient was harmed.